Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display, alarmed failed battery test, alarmed battery out limit, and had an unresponsive keypad. The customer stated that after observing a blank display, he changed the battery out, the display returned, but none of the buttons worked. The customer's blood glucose was 182 mg/dl. She noted that the battery out limit alarmed after the battery change. She was unsure whether the batteries had been kept outside of the insulin pump. She did not observe any physical damage or exposure to moisture on the insulin pump. The customer was able to get the display to return and was advised to replace the battery cap. She was advised to revert to a back-up if the insulin pump had a blank display again.